Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c93ej, serial/lot #: (B)(4), ubd: 24-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was used in the endovascular treatment of a 47mm abdominal aortic aneurysm. It was reported that when the patient returned for follow-up four years and ten months later, a type ib endoleak was confirmed on each side by CT imaging. An angiogram was performed four days later for further endoleak evaluation and confirmation. As per the physician the cause of the event cannot be determined. No additional clinical sequalae were provided and the patient will be monitored.